Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Event desc: rn received report from nicu rn. It was reported at that time that the baby had a little mark on his left foot that seemed to be an o2 sat probe burn (redness). Rn noted it in charting that day as pt. Was transferred. Noted that mark was first charted in nicu notes on the previous day at 09:00.